Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 554525 UDI: (B)(6).

Event description:
It was reported that the leads had high impedances and the patient was experiencing inadequate pain relief. The patient underwent a lead and ipg replacement procedure and was doing well postoperatively. The explanted devices were not returned.